Event description:
The customer reported false low na (sodium) and/or cl (chloride) results for 4 patient samples were obtained when using the unicel dxc 800 synchron system. Erroneous results were reported out of the laboratory. When physicians questioned the results, the samples were rerun on another dxc in the lab and reports amended. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and identified the flowcell was not draining properly. The fse replaced the valve (473163), which resolved the issue. Identified failure mode: failure mode was the valve (473163).